Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found. Further investigation will not be required as the device has not been returned.

Event description:
Related manufacturer reference number: 2017865-2020-10823. It was reported that the patient presented in the hospital with an infection. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system. The physician explanted the device and right ventricular lead.